Event description:
The facility stated that the surgeon implanted a aa4204vl plate silicone lens. The lens tore upon insertion into the eye. The lens was removed without cutting it into pieces. It is unknown what caused the lens to tear. The injector model was unknown. The cartridge model mtc60c fp. Lot numbers were unknown.